Manufacturer narrative:
Catalog number - the correct catalog number is 10104-003, 100nx(tm) 1-dr w/ duo serial number - the correct serial number is (B)(4). Method: materials and chemistry evaluation; results: materials and chemistry problem. Asp investigation summary: the investigation included a review of the device history record (DHR), field service assessment, failure mode and effects analysis (fmea), and system risk analysis (sra). The DHR was reviewed. The unit met manufacturing specifications at the time of release and there were no issues related to this failure mode noted. The fmea revealed the risk priority number (rpn) is at an acceptable level. The sra shows the risk for exposure to toxic or corrosive material to be "low." A field service engineer was dispatched to customer site. The oil return valve was tightened to resolve the haze/mist issue. Unit met specifications and was returned to service. No parts were returned for further evaluation. The assignable cause of the reported issue is related to the valve. The reported issue was resolved at the customer facility. The issue will be tracked and trended.

Event description:
A customer reported an event of a "mist" (haze) emitting from the sterrad® 100nx sterilizer. There was no report of any injuries or human reactions. There was no load involved in this issue. The customer turned the unit off and discontinued use of the unit. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.